Event description:
On (B)(6) 2011, therakos rec'd a report of a leak at collect pressure domes. The treatment was aborted and blood was not returned to pt. The pt's general condition was good. The amount of blood leak was 20 ml. The customer was concerned that the leak occurred w/o any error messages. She also wanted to know if she could safely start the next treatment with this instrument or if service was required after the leak. The customer was given feedback that if any fluid valve isn't working properly then she would get error during prime. No service was required. The instrument was reported to be working well on f/u calls after the reported event of pressure dome leaks.

Manufacturer narrative:
Batch record review of xts kit lot y744 showed the lot met qa release criteria. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).